Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2778 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a "problem with the plug closest to the PICC line not threading in the luer cover socket. It leaked there when I flushed with nacl." No other information was provided.

Event description:
It was reported a "problem with the plug closest to the PICC line not threading in the luer cover socket. It leaked there when I flushed with nacl." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage through a t-lock is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter with a 3cg stylet and t-lock inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. Bends were observed in the stylet approximately 19.5 cm, 26.5 cm, and 39.5 cm distal to the yellow handle of the stylet. The catheter was flushed with a 12 ml syringe of water through the extension leg tubing of the t-lock and was found to be patent to infusion and aspiration. A small bead of water was found to form on the membrane of the t-lock where the stylet protruded with the sample was flushed. The stylet was found to be able to be pulled backward and forward within the t-lock with ease. A microscopic observation revealed a very slight gap between the stylet and the membrane of the t-lock, which could allow for some fluid leakage. While leakage was found emanating from the membrane of the t-lock when the device was flushed, the root cause of this leak could not be determined from the returned sample. Possible contributing factors of this leakage include damage to the t-lock during insertion or retraction of the stylet, sharp instrument damage, and over-pressurization. H3 other text : evaluation findings are in section h.11.